Manufacturer narrative:
H6: the device, used in treatment, were returned for evaluation. A visual inspection confirmed the screw starter drill tip broke off. The broken piece was not returned with the device. The product exhibits signs of significant use and wear. A medical investigation was conducted and confirms this case reports the tip breakage of intertan 7.0mm comp screw starter drill. It has not been reported whether the broken drill tip was retrieved from the patient. In addition, no clinically relevant supporting documentations were provided for review. Based on the limited information provided the root cause of the breakage could not be determined. If the broken drill tip is retained in the patient, it is manufactured and intended as an externally communicating device and it is not approved for long term internal tissue exposure and long-term implantation data is not available. The patient impact beyond possible micro-motion and/or migration, and local irritation/discomfort cannot be determined. Therefore, no further medical assessment can be rendered at this time. A review of complaint history did not reveal additional complaints for the listed batch for the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A review of complaint history did not reveal additional complaints for the listed batch for the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This included a review of sterilization documents which indicated that the product was sterilized according to sterilization release documentation. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Damage from misuse or rough handling are likely probable causes of the reported event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intertan 7.0mm comp screw starter drill was noticed during surgery that the tip broke off when drilling. No delay. The procedure was finished without the compression screw. The procedure was completed using a single lag screw.